Event description:
Rptr has permanent memory loss. She received shock "therapy" against her will. The temporary memory loss was tremendous. She forgets how to cook, how to knit, even reading was difficult; although she already had a ba degree at the time. Rptr had to relearn many skills; went back to college, and received a mba. But there is a part of her memory that she cannot get to. It is lost forever. Rptr considers this a rape against her mind; particularly since it was administered against her will.